Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat intrinsic sphincter dysfunction. It was reported that following insertion the patient experienced urinary and bowel problems. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
Date sent to the FDA: 11/10/2016. (B)(4). It was reported that following insertion the patient experienced atrophic vaginitis and urinary incontinence. It was reported that patient underwent dilatation and curettage, hysteroscopy and endometrial polypectomy on (B)(6) 2014 by dr. (B)(6) due to endometrial polyp and postmenopausal bleeding at (B)(6).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to intrinsic sphincter dysfunction. Post implantation, the patient experienced urinary and bowel problems. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.